Event description:
It was reported that an insulin pump displayed repeated motor stall alerts (alert 38) and restarts consistent with a consecutive stalled motor condition, failed to deliver insulin, repeatedly booted as if factory reset after charging, and would not progress through setup without cgm connection; a dry run performed by support advanced to 140 units and the user was instructed to retry with new supplies and perform dry runs, with replacement indicated if the alert occurred during a dry run. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user remained in range on backup therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communication problem and a failure to infuse associated with a stalled motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.